Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door would not recognize that it was closed and then would not open. The manufacturer representative (rep) reported that the site did employ the manual open ratchet to open the gantry door. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, multiple annex a codes were coded for this event. (B)(6) was coded for the door not recognizing it was closed. (B)(6) was coded for the door not opening. The system was serviced in the field and there was a cable guide laying in the bottom of the gantry along with sheared off screws. This was due to the door being forced to manually open while the rotor was not aligned. After the screws were extracted the winch assembly was replaced to resolve the issue, b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned winch motor bi71000429 lot# w2209190237 rev. K found that the forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows wear and the door winch center cog gear pin was bent. Damaged assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.